Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was 187 mg/dl. The customer reported that they had damage on o- ring and battery compartment of the insulin pump and had failed battery. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm and product (yes) meets specification noted.